Event description:
Caller reported that the battery of their t:slim x2 pump would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use current pump for insulin therapy.